Manufacturer narrative:
Due diligence was executed for this event. The device has been returned for the issue of image cutting in and out, and a device evaluation completed for it. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Upon inspection and testing, it was observed that the device had an issue of the forceps cover glue was peeling. The distal end rubber coating also had a crack. External force was added to the distal end, attributed to user handling, leading to the peeling of the glue at the tip. The device image was ok. For more investigation, s-connector, insertion tube and bending section manipulated. There was no impact to the image. Charge couple device was burned for 20 minutes. Still image okay. The s-connector and control unit opened, no fluid invasion found.

Event description:
As reported for this event, during an unknown procedure the device image cut in and out. There is no reported harm to the patient.